Event description:
Patient presented to the physician with a risk of erosion at the neck incision site after shaving the area. Physician prescribed antibiotics. Patient presented back to the physician with the stimulation lead eroded through the skin at the neck incision site and irritation at the chest incision site. Physician brought the patient into the or, tucked the stimulation lead, flushed the ipg pocket with antibiotic solution, re-sutured, and closed. Physician prescribed antibiotics after the procedure was completed.